Event description:
The complainant reported that impella automated impella controller (aic) had a controller error alarm. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.